Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the outer insulation breached cut, the proximal conductor is distorted, and the distal conductor and proximal conductor have blood/body fluid in them (not obstructed). There is blood in/on the helix/lobe mechanism. The blood in the distal conductor most likely entered through the is-1 pin as no inner insulation breach was observed. Damaged at implant.

Event description:
It was reported that during implant attempt, over sensing was detected. The lead was intentionally stuck with a needle to slide a wire under the insulation to gain access before removing the lead. The lead was not used. There were no patient complications reported as a result of this event.